Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2020-00085.

Event description:
Patient revised on (B)(6) 2020 due to dislocation and fracture one week after primary surgery. Surgeon explanted the size 09 cementless humeral stem and 135/145 36/+6 standard humeral cup, and replaced them with a 32/8 reversed stem and a 36/+9 standard humeral cup.